Manufacturer narrative:
(B)(4). Investigation finding of distal end of needle bent. One expect pulmonary needle was received for analysis. The needle was retracted when received and the stylet was not loaded into the device. There was no issue identified with the stylet. A visual evaluation of the device noted that the working length (needle and sheath) were kinked at the distal end of the handle. The needle was also bent at 1.6 cm from the distal end. The handle was disassembled the needle was found to be bent into a loop within the handle. A functional evaluation found that the stylet could not be advanced through the device and the needle could not extend completely. The sheath and needle adjust were examined and no issue was noted. The complaint was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used to sample nodal stations r4 and r11 during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, after the third pass, the stylet could not be re-advanced fully into the device. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine. Investigation results revealed the distal end of the needle was bent; therefore, this is now an MDR reportable event.